Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the client should be informed that the remote website cannot process a transmission with the cardiac resynchronization therapy pacemaker (crt-p) implant detection on. The client should check the procedures and take the appropriate steps to permit future transmissions from the device to be processed by the remote website. Technical support (ts) spoke to the device nurse at the account and explained that the implant detection needed to be turned off. The patient is scheduled to come to the clinic to turn off the implant detection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.